Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error during rewind, due to corroded motor home switch. Insulin pump received with cracked reservoir tube lip, minor scratches on display window and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 280mg/dl. The caller stated that she had a fruit cocktail and could the reason for her high glucose level. The customer also stated that she took reservoir out and noticed it was wet on the inside. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.